Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
It was reported that the balance middleweight universal ii guide wire tip was stretched and broken. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A photo proved by the account confirmed the reported stretched coils and tip break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported/noted stretched coils and the reported break/noted bent/kinked core; however, without any specific details regarding the procedure this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: corrected date of event. B6: relevant test/laboratory data, corrected date. E1: first, last name updated from (B)(6). E1: title updated from ms. To dr. E3: occupation updated from non-healthcare professional to physician.

Event description:
Subsequent to the initially filed reports it was reported that the procedure was to treat the proximal circumflex coronary artery with no calcification, no tortuosity and 90% stenosis. A new same guide wire was used to complete the procedure. There were no adverse patient effects and although there was a short delay, there was no harm to the patient. No additional information was provided.